Event description:
The pt presented at the ophthalmologist's office for an intraocular pressure check. The pt wears contact lenses and uses the bausch & lomb renu moisture-loc solution. The pt reported to the physician that two weeks ago she noted mold growth in her contact lens case. The imprinted info on the bottom of the solution box: 2007-09, gj5019.